Event description:
It was reported that patient faced hyperglycemia and diabetic ketoacidosis on (B)(6) 2024. The patient was eventually hospitalized and got treated via intravenous insulin.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13 jan 2025 against lot number 6008103 and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot number 6008103 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive actions (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 13 jan 2025 against lot number criteria equal 6008103 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint are 4. See attached document query. Conclusion: after review, only (B)(4) was determined relevant to the reported issue. The other 3 records were previously closed and are not applicable to this investigation. The lot number 6008103 was manufactured according to the work instruction (wi) version 79 and packaged in the machine multivac 08, on 13 jul 2024, with a total of (B)(4). The sub-assembly, assembly of quick set of the lot number 4f06390 was manufactured according to the work instruction (wi) version 27 and manufactured in the line assembly of quick set, on 11 jul 2024, with a total of (B)(4). The sub-assembly, assembly of quick set of the lot number 4f06392 was manufactured according to the work instruction (wi) version 27 and manufactured in the line assembly of quick set, on 12 jul 2024, with a total of (B)(4). The sub-assembly, assembly of quick set of the lot number 4g04327 was manufactured according to the work instruction (wi) version 27and manufactured in the line assembly of quick set, on 21 jul 2024, with a total of (B)(4). The sub-assembly, gluing tube of the lot number 4f06374 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine gluing 04-05-08 on 10 jul 2024, with a total of (B)(4). The sub-assembly, gluing tube of the lot number 4g00968 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine gluing 04, on 04 jul 2024, with a total of (B)(4). The sub-assembly, gluing tube of the lot number 4g03897 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine gluing 04, on 18 jul 2024, with a total of (B)(4). Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction (wi) - guidance for functional testing number 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction (wi) - guidance for functional testing number 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information all test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.